Event description:
Reported by the complainant as follows... Nurse calling to report, a female admitted to ICU for coronary artery disease status post open heart surgery had flexiseal fms inserted approximately 1 week ago for loose stools. It was discontinued in 2009 after customer experienced rectal bleeding. Lower gi series was completed the same day. Gastroenterologist note indicated "scybalous ulcer related to rectal tube." Nurse was unable to identify exact location of the ulcer. Unable to obtain medications; but she is on anticoagulants.